Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At initial activation the recipient was not able to perceive sounds on basal channels 7-12, even with maximum stimulation levels. There is no report of accident or trauma. The recipient has been re-implanted.

Event description:
At initial activation the recipient was not able to perceive sounds on basal channels 7-12, even with maximum stimulation levels. There was no report of accident or trauma. According to internal registration information, a full insertion was achieved at implantation. Recent CT scan showed 6 extra-cochlear channels. In situ measurements show normal impedances across the array. No cochlear anomalies were reported and CT did not show any obstructions.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode was found partially outside of cochlea, as confirmed by post-operative diagnostic imaging. The concerned device has been explanted. The investigation results appear to match the problems mentioned in the patient report. This is a final report.